Manufacturer narrative:
Initial reporter address: (B)(6). The device was received for evaluation. During functional testing, the device reproduced a device not detecting a closed door. A review of the event history log revealed 'shut door, power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification link screw. The link requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a close door alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.